Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the computer locked up. The site rebooted the system, and then the computer had no computed tomography's (CT) stored. Navigation was aborted causing a five minute delay in the procedure. There was no impact on patient outcome.